Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient presented with preoperative <(>&<)> postoperative diagnosis: hnp, l5-s1 with radiculopathy. Annular tear/instability, l5-s1 . The patient underwent the following procedures: l5-s1 anterior lumbar diskectomy/decompression. L5-s1 anterior interbody fusion. Implantation of fusion implant. Single implant l5-s1 disk space. Use of bone morphogenic protein/bmp. Right iliac crest bone graft/morcellized bone graft. Anterior instrumentation/zero profile plate fixation, l5-s1 segment. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.